Manufacturer narrative:
The technician inspected the bed and could not duplicate the issue.

Event description:
Info received indicates tried to turn pt to the left side, the right side of the bed went up.